Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address metallosis. Update rec'd 5/12/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. This complaint was updated: 6/3/2014 update 10/9/15- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and local adverse tissue reaction. The metallosis was also noted behind the cup, but was wiped off. Adding the stem due to alleged high ions. The patient alleged infection after the revision of (B)(6) 2014, at this time it is not know if the patient was revised or if implants have been removed. If/when we receive more information we will update as needed. There was no cobalt or chromium lab values provided at the time of this review. If/when we receive more information we will update as needed. The primary operative note indicated a crack in the calcar that was cabled. Its not 100% clear when this crack happened, but it believed to be after the stem was placed. The complaint was updated on:11/02/2015